Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that in the night, the patient was sleeping and woke up feeling very hypoglycemic. He was shaky, sweaty and lightheaded. He stood up and fell down. And then he got help from his son who was at the house that time. Then his son checked the app and saw that the sensor failed. The son took a bg reading which was 45 mg/dl. Then he noticed signs blood around the sensor but it was no longer bleeding at that time. The son injected 0.6 mg of pre-filled syringe of zegalogue (dasiglucagon). Then after an hour his blood glucose stabilized and he felt better. The next day ((B)(6) 2026) he called his physician because of the pain he was feeling for his back as result of falling down. He was advised to use lidocaine patch and lumbar wrap. At the time of the report the patient was still feeling some pain from falling down. No other details were documented. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.